Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the intermittent image was deformation of the connector pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had an intermittent image. There was no patient involvement.